Event description:
A colleague pump exhibiting depleted batteries during service. Hospital representative stated they have no record of any patient incident involving the pump since last baxter service event.